Manufacturer narrative:
(B)(4). Uniboard replaced. Evaluation summary: based upon the inquiry information received, visual and functional examination: the unit was found to require the uniboard to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that while setting up for a stereotactic breast biopsy, when they turned their unit on the screen was blank, the fan was on and the green light, but the unit would not proceed any further. They shut the unit down several times and changed outlets but continued to only hear the fan. The case was completed using ultrasound guidance.